Manufacturer narrative:
The broken nail was classified as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail was not possible because it was discarded after the revision surgery; therefore the root cause of the nail breakage could not be determined. It is reported that the patient is obese (patient¿s height and weight confirmed that) and that no bone consolidation was detected. After one month it can¿t be expected that the bone was already successfully consolidated. But patient¿s obesity most likely contributed to the nail fracture; obesity and postoperatively loads are IFU-listed adverse effects that can lead to implant failures like breakages. If further listed adverse effects, i.e. Poor bone quality, intra-operative implant damages, fractures with poor bone contact, did also contribute to the nail breakage could not be verified due to missing information. Because no manufacturing related issues were detected during DHR review it can be assumed that the nail broke due to patient¿s conditions. A more precise evaluation was not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was never received.

Event description:
It is reported by the surgeon of the hospital, that during an exercise in the rehab the patiente recognized a "click" in the hip. After that disability and pain follow.

Event description:
It is reported by the surgeon of the hospital, that during an exercise in the rehab the patient recognized a "click" in the hip. After that disability and pain follow.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will ne bot returned.